Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had migrated in the pocket and the right ventricular lead had dislodged. An x-ray was done to confirm. The lead had decreased ventricular sensing amplitudes. The lead and device were explanted and replaced. The patient was stable before, during, and after the procedure.